Event description:
A report was received about battery depletion. No additional information was gathered as the customer declined follow-up. There was no adverse impact to the customer's blood glucose level.